Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault alarm. The controller was exchanged at the patients' home by the patient and modular cable was exchanged at the hospital.

Manufacturer narrative:
A. Patient information not provided by the customer. D4: the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Exchanging the products resolved the alarm. Specifically, after exchanging the modular cable the alarms resolved.